Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the infusion set was changed twice because it was kinked, but the insulin pump did not alarm no delivery and she experienced high blood glucose over 500mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.